Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had high out of range pacing impedances greater than 3000 ohms that was being oversensed by the minute ventilation (mv) sensor. The ra lead had been programmed off due to the patient's atrial fibrillation, so the plan was to turn off the mv sensor at the next follow-up appointment. The device remains in-service. This device was included in the recent mv sensor signal oversensing advisory population.